Event description:
It was reported that an ilet bionic pancreas displayed battery depletion behavior, charging only to 38 percent and then decreasing to 36 percent after an additional charging period, with no alerts or alarms reported and no impact to the associated cgm. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living and no need for medical intervention or hospitalization. Investigation included remote troubleshooting and user education, verification of device information, and arrangement for device replacement with return logistics and data sync guidance. Investigation of this case revealed a suspected hardware battery performance issue isolated to the pump, with no cgm involvement and no evidence of user error based on coaching and consistent behavior during charging attempts. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction related to the battery system.

Manufacturer narrative:
Investigation description: visual inspection of the device revealed no evidence of external damage, abnormal wear, or mechanical compromise. When placed on the charging pad, the device consistently exited sleep mode; however, the battery state of charge did not increase. Review of the downloaded engineering logs indicates a failure within the on-board charging circuitry located on the main pcb. To isolate the failure mode, the device was disassembled and the battery was replaced with a known-good battery. The device was subsequently returned to the charging pad and exhibited identical behavior, confirming the issue was not battery-related. The charging coil assembly was electrically evaluated and verified to be functional. Electrical measurements were performed using a fluke 289 digital multimeter (calibration due date: (B)(6) 2026, eo364). Based on the confirmed failure of the charging system on the main board and the unfavorable cost-to-repair ratio, the device was dispositioned for scrap. The patient complaint was confirmed and successfully duplicated during evaluation. Engineering files are attached for review.